Manufacturer narrative:
It was reported that check valve allowing fluid to pass through into the waste bag. Discussed decreasing the pressure on the saline bag. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Check valve allowing fluid to pass through into the waste bag. Discussed decreasing the pressure on the saline bag.